Event description:
Hip revision scheduled after office visit. Radiolucent lines seen on radiograph. Cobalt level at 7.8 and chromium at 0.5. Extracted stem and replaced with restoration modular cone/conical construct. The liner was also exchanged for a smaller 36 diameter. Additional information received on (B)(4) 2013: sales rep indicated that per the surgeon, the reason for the liner exchange for a smaller 36 diameter is because "surgeon believes larger heads create to big of fulcrum arm and surgeon is going back to all 36 heads when revising".

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown head. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
This event is related to voluntary recall ra 2012-067. This recall was initiated due to the potential risks associated with modular neck stems.

Event description:
Hip revision scheduled after office visit. Radiolucent lines seen on radiograph. Cobal level at 7.8 and chromium at 0.5. Extracted stem and replaced with restoration modular cone/conical construct. The liner was also exchanged for a smaller 36 diameter. Additional information received on 09/03/2013: sales rep indicated that per the surgeon the reason for the liner exchange for a smaller 36 diameter is because "surgeon believes larger heads cerate to big of fulcrom arm and surgeon is going back to all 36 heads when revising".